Event description:
It was reported to philips that on (B)(6) 2016, the user was unable to see the waveform during a patient code. It was reported that the alleged failure was observed while the device was in clinical use as a hospital monitor. The customer stated that another monitor was used to continue monitoring and no adverse patient impact was reported.